Manufacturer narrative:
This is an initial report. The product has been requested back for investigation, and a final report will be submitted when the investigation is complete.

Event description:
Customer's husband reported that he tested his wife's glucose with her adc meter and obtained a reading of 260mg/dl. He then treated her with insulin based on the readings. Customer experienced symptoms of sweating and was "nodding in and out." Customer was given food and went to a previously scheduled doctor's appointment. It was reported that while being seen at the appointment, she lost consciousness and the doctor transported her to a healthcare facility. Customer was diagnosed with hypoglycemia and admitted for 3 days for observation to stabilize her blood glucose and blood pressure. Customer's husband could not recall any treatment given during her stay. There was no report of death or permanent impairment associated with this case.